Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A field engineer reported that on 19mar2018, the 00mlx xenon lightsource had spark and a smell of smoke during in unspecified surgery. No patient injury or death alleged. There is no information provided regarding product delay in surgery. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer evaluation. An investigation of the device records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection found the rear chassis panel was dented in the middle, the battery holder was installed in reverse, the bulb in the lamp was discolored. Broken components were observed on the power supply and the attenuator switch malfunctioned and the attenuator shield exhibited a burnt-mark. Functioning testing found the unit powered "on", the fans operated but the lamp did not ignite. No sparking or smoke was observed during the evaluation although, there was a burnt component odor emitted from the unit. The reported complaint is confirmed.